Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with multiple hv lead impedance measurements greater than upper limit. Possible encapsulation of the device or coil resulting in high hv lead impedances was discussed with the physician. Further lead testing was recommended. Physician elected to continue to monitor the patient at this time.